Event description:
Additionally, the healthcare professional reported that the symptoms began at the chin on the day of the injection. The hyaluronidase treatment occurred the day after. The treatment was provided to prevent permanent damage, specified as ¿possible tissue necrosis.¿ the symptoms resolved on the same day.

Manufacturer narrative:
Additional data: a.2., b.3., b.5., b.6., b.7., d.11., h.8.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the chin area with 1 ml of juvéderm® voluma® with lidocaine. The patient ¿presented with a queried vascular occlusion¿. The patient reported pain and on consultation presented with bruising and poor capillary refill. The injector treated the affected area with hyaluronidase. The status of the symptoms is unknown.